Event description:
Customer reported feeling unwell with a result of 89 mg/dl obtained on the mobile system. He ate some sugar and went to the hospital. Approximately 1.5 hours later, the customer tested 141 mg/dl and 56 mg/dl within 10 minutes on the mobile system. No medical treatment was required. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.